Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. The customer reported the cable became stuck inside the tensioner. The repair technician reported the tensioner wire is stuck in the cable. Damaged component is the reason for repair. The item is not repairable per the inspection sheet. The cause of the issue is unknown. The item will be forwarded to customer quality. The evaluation was confirmed. Inspection results for this device are as follows: initial quality assurance inspections observed the cable to be stuck within the tensioner. It could not manually be removed. The tensioner was routed to instrument assembly for further evaluation. Those results are as follows: the instrument assembly technician was able to successfully remove the cable without the need for destructive testing. The tensioner then passed functional inspections with tension readings falling within the nominal range of 36-44kg. Probable root cause is that the chuck jaws were not fully opened prior to removing the cable. If these chuck jaws are not fully opened before removing the cable, the cable can become hung up on the jaws. The cable can then become frayed and subsequently bound up within the tensioner body and is then unable to be removed. Visual inspection: the cable tensioner (part number 391.201, lot number p507467) and unknown cable/wire (part number unknown, lot number unknown) were returned to us customer quality. Upon visual inspection, it was noted that the cable was stuck in the tensioner. The cable appeared to be jammed within the chuck jaws. Overall, the device appeared dull consistent with age and repeated usage. Dimensional inspection: due to the nature of the complaint a dimensional inspection could not be performed. Conclusion: upon visual inspection, the complaint condition of a stuck cable was confirmed. The most probable root cause is that the chuck jaws were not fully opened prior to removing the cable. There is no indication that a design or manufacturing issue contributed to the complaint. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. No new malfunctions were observed during the course of this investigation. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Device history lot part # 391.201, synthes lot # p507217, supplier lot # p507217, release to warehouse date: 31 oct 2001. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device is expected to be returned for manufacturer review/investigation, but has not been received yet. (B)(4). Product was not returned. Device history records review has been requested. Based on the information available, it has been determined that no corrective and preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2018, during an unknown procedure to fix a left femur fracture, the surgeon decided he needed some cable to help reduce the fracture, bring it together. Once he passed the cable with the cable passer, pull the cable out the other end, put the cable to the islet he pass it through again and try to tension the device but was not able to get the cable all the way through. The 1.7 co chrome cable became stuck in the cable tensioning device when the surgeon tried to pass it through the instrument. They had to barrel on the tensioning cable and they grab a competitive kirschner wire to complete the cable practice. There was a surgical delay of three to five minutes. There was no harm to the patient and patient outcome was stable. The procedure was successfully completed. Concomitant devices: cable passer (part unknown, lot unknown, quantity 1). This report is for one (1) cable tensioner. This is report 1 of 2 for (B)(4).